Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer contacted the technical support engineer (tse) regarding the universal surgical manipulator (usm4) becoming unresponsive. Tse reviewed the system logs and did not find any errors. According to the customer, the dials on the usm4 carriage did not spin, and there was a system error message to re-drape the usm4. The customer mentioned that the da vinci system did not fault, and after re-draping the usm4 there was no change. The surgeon completed the surgical procedure using usm1, usm2, and usm3. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the error was not confirmed and not replicated. In system logs, no error code was found to indicate that the fault had occurred in the field. Upon visual inspection, physical damage was found on the presence pins which would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed relevant testing. The complaint was not confirmed based on failure analysis. Failure analysis concluded that the presence pins were the source of the fault.

Event description:
Refer to h11 for follow-up information.